Event description:
While reporting differences between sensor glucose readings and blood glucose readings, cutomer reported having a blood glucose level of 28 mg/dl at the time of the call. Customer treated with orange juice and food. Customer also reported that the insulin pump went into threshold suspend when sensor glucose and blood glucose reading were far off from one another. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.